Event description:
Customer reports wife and daughter received false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for the wife. See related cases for alternate false negative results. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 24156j, reader sn (B)(4). A cue covid-19 test performed on (B)(6) 2022 provided a positive result. Individual tested positive with the ihealth antigen test on (B)(6) 2022 and with a sars-cov-2 pcr test on (B)(6) 2022. Individual had flu symptoms starting on (B)(6) 2022.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false negative during the investigation. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.